Manufacturer narrative:
Customer's calibration and qc were ok. Based on the data provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable low elecsys cortisol ii result for one patient tested on a cobas 8000 e 602 module. The initial result was not reported outside the laboratory. The sample was repeated for confirmation. The patient¿s initial cortisol result was 20.79 nmol/l, and the repeat result was 908 nmol/l. Cortisol reagent lot number used for patient testing was 44996900 and the expiration date was requested but not provided.